Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that after preparing the solution with c100j, customer connected the infusion set and started to administer adriacin, but the solution started leaking out halfway through. It is thought that it leaked out from the connection between the infusion set and the c100j.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one infusion adapter assembled with an infusion set and infusion bag was returned to our quality team for investigation. Upon visual inspection, no damage or defects were observed in the spike or spike port and the infusion adapter was properly connected to the rubber stopper of the infusion bag. Further evaluation was performed and a leakage was identified through the spike port (blue part on adapter) and the infusion set. After decontamination, the spike set was properly assembled into the infusion adapter, functional testing was performed and no leakage occurred. A device history review was performed for lot 2212211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the same lot were used for additional evaluation. All product was visually inspected, no defects were observed. Leakage testing was performed and in all cases the product functioned as intended and no leakages occurred. Based on the sample evaluation, it was identified the IV tubing was not fully inserted into the spike port, resulting in the leakage observed. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.